Event description:
According to the reporter: during the case, when going to apply a staple on the blood vessel, 2 or more were pushed out. This left loose metal clips in the wound, which have to be picked out. Operative time was extended.

Manufacturer narrative:
(B)(4).